Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low shock impedance measurements less than 20 ohms. All other measurements were stable and acceptable. There was no noise on the electrogram. Additional information indicated that no changes have been made. At this time, the patient will continue to be monitored.